Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse discovered that the cable connection for the imt peripump was burnt. In a follow-up visit, the cse replaced the imt pump motor assembly, the rotary valve, the imt rotary tubing, and the imt miscellaneous tubings. The cse ran system check, which passed. The cse also changed the imt quicklyte sensor and conditioned the sensor. The cse checked the imt calibration and the dilution check, which passed. The cse ran quality controls and precision testing, which were acceptable. The cause of the smoke being emitted is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Smoke was emitted from an integrated multi-sensor technology (imt) module of a dimension exl with lm instrument. There are no reports of injury to staff, damage to property, or impact to patient samples.